Manufacturer narrative:
.

Event description:
It was reported that the patient began experiencing grand mal seizures about six moths prior. It was reported that the patient had never experienced a grand mal seizure prior to this. The patient reported that he previously only experienced petit mal seizures. The patient is scheduled to be seen by the physician, but has not been seen to date. No additional relevant information has been received to date.